Event description:
Physician reported pt experienced immediate swelling at the injection sites after injection with juvederm ultra plus xc. Physician stated that they "started injecting juvederm 1st in the right cheek. 0.1cc injected, pt had immediate swelling. Injected another 0.1cc into left cheek and had immediate swelling then stopped." Proceeded to inject restylane in the tear troughs with no adverse reaction. Physician confirmed the use of an antihistamine (benadryl) and ice on the date of injection, which mildly helped. Pt's symptoms were also treated with vitrase the same day. Symptoms resolved the following day.

Manufacturer narrative:
Further info from the reported regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling and allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned page. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to five weeks.